Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). The lead was subsequently returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to high impedance and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.